Event description:
It was reported that during a rectum procedur, there was an error code 5: instrument. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the affiliate.